Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "On (B)(6) 2008, the patient underwent the surgery with the small xia(extended connector was used). On (B)(6) 2013, the patient underwent the elongation surgery of the rod. At that time the surgeon found that the soft tissue had discolored around extended connector. Before, the blocker used for this patient has loosened. The surgeon considers the possibility of the metallosis."

Manufacturer narrative:
Method: complaint history review; risk assessment. Results: the customer reported event of a xia 4.5 titanium extended connector biocompatibility reaction was confirmed via sales rep. The device was not returned. Previous investigations studied the metal allergy issue but showed no signs of a reaction between the device and human tissue. Conclusion: the root cause of this issue could not be determined due to the absence of the device.

Event description:
It was reported that .. "On (B)(6) 2008, the patient underwent the surgery with the small xia(extended connector was used). On (B)(6) 2013, the patient underwent the elongation surgery of the rod. At that time the surgeon found that the soft tissue had discolored around extended connector. Before, the blocker used for this patient has loosened. The surgeon considers the possibility of the metallosis."